Manufacturer narrative:
Common device name: hty, jdw, hrs. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who initially underwent surgery on (B)(6) 2016 for a left tibia fracture, was returned to the operating room on (B)(6) 2017 for the removal of a plate and eight screws due to a pseudomonas infection at the implant site. The patient was described as ¿very sick with a lot of other health issues¿. It was reported that the initial surgery in december was prolonged due to the status of the patient¿s health. During the procedure on (B)(6), all hardware was removed intact and without difficulty. The surgeon irrigated the site and further treatment is unknown. There was no delay reported and the surgery was completed successfully. This is report 8 of 9 for (B)(4).